Event description:
Per biomed: cord has pulled away at the strain relief, exposing wiring.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - cord has pulled away at the strain relief, exposing wiring.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of cord has pulled away exposing wiring was confirmed. The reported issue is confirmed; the sherlock cable has been pulled away from the enclosure and is not recognized when inserted into a sr8. The root cause is a use-related sensor failure.